Manufacturer narrative:
The investigation determined that the customer had not processed the sample in question, per the sample collection tube MFR's recommendations. The vitros tropi es instructions for use, "specimen collection and preparation" section states that "samples should be throughly separated from all cellular material. Failure to do so may lead to an erroneous result." Ocd field service also investigated and made necessary adjustments to multiple analyzer subsystems returning the vitros eci to expected operation. The most likely root cause of this event is instrument related, however, user error in pre-analytical sample processing cannot be ruled out.

Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropi es result on a single pt sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The pt was admitted and treated based on the elevated result. A correct report was issued. There was no report of pt harm as a result of this event. (B)(4).